Event description:
In this event it is reported that a protaper gold s1 25mm ster broke during use. Outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
No product has been returned after 3 documented attempts. Complaint will be reopened if suspect product arrives per 8000-sop-038. No further information received after 3 documented attempts complaint will be reopened if further information is received per 8000-sop-038. DHR review: summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1768625). Root causes are not identified. We will track this kind of event and monitor the trend.